Event description:
Intravenous chemotherapy initiated on pt (05/20/1998) through a peripherally inserted central catheter line prior to discharge (05/21/1998). Home health nurse identified the infusion was leaking when she saw the client on 05/22/1998. She immediately notified facility and cleaned up the spill per protocol using a chemo spill kit. The husband stated he had noted blood backing up in peripherally inserted central catheter line at approximately 1630 on 05/21/1998 after bringing his wife home. It was determined that approximately 44 ml of chemo agent had leaked out (2 ml/hour x 22 hours). When the peripherally inserted central catheter line was attached to the intravenous pump tubing, an incorrect connector piece was used. This is the site where the leak occurred.